Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and was exhibiting high pacing thresholds. Addition surgical intervention was performed to reposition the lead. The procedure was successful and the lead remains in service. No additional adverse patient effects were reported.